Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto mode switch episodes were seen during a follow-up visit. Further review of the episodes noted the device exhibited far r oversensing. Programming changes were made. Patient was stable.